Event description:
The reporter stated that due to an incident, a fracture of the implanted total wrist implant system carpal carrier part and a screw occurred. We do not know how exactly the incident occurred. The patient had to undergo revision surgery on (B)(6) 2012. The carpal carrier part, the polyethylene part and two screws were replaced in this operation. The radius part has not been replaced but remained in the wrist.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.